Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent, abdominal pain and diarrhea. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with gentamicin, 40 milligrams (mg) intraperitoneally (ip) once per day, for two weeks; ¿vancomycin kabi¿ (vancomycin), 1 gram, ip, once per week, for two weeks; ¿heparibene na¿ (heparin) 0.1 milliliter (ml), ip, four times per day, for two weeks. Twenty five days after onset, the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.